Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the radio frequency programming head (rf head) had a telemetry issue and the device cable was found to be damaged. It was further noted that the printed circuit board (pcb) assembly, upper and lower case, magnet, retainer and antenna coil all had corrosion. All found defective parts were replaced and all other identified issues were resolved. The device then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radio frequency programming head (rf head) had a telemetry issue and could not read smoothly. The rf head was received into service. There was no patient involvement. It was further reported that the rf head tested out of specification during manufacturer's analysis.